Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the haptic broke after being placed in the eye. The incision was widened slightly to facilitate removal of the lens. The surgeon indicated he believes the broken haptic was due to possible technique variations on insertion. The pt was doing fine following surgery.